Manufacturer narrative:
Image review: eleven media files were provided for review. The patient¿s executive summary was not provided for anatomical review, therefore, it is not possible to validate adequate valve size. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Do not use the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. However, the valve was used for the procedure. A pre-implant balloon aortic valvuloplasty was performed prior to the valve implant. The valve was deployed just prior to the point of no recapture and depth assessment was performed in an undetermined view. The estimated depth was approximately 1mm on the non-coronary cusp and 4mm on the left anterior oblique (lao) view. Despite the misload, there was no evidence of infolding during deployment. The following angiogram performed after the valve release, revealed that the valve dislodged ventricular causing significant aortic regurgitation/paravalvular leak. The final release was not captured and since the executive summary was not provided, the cause of the dislodgement is inconclusive. An attempt to snare the valve was made but failed, and subsequently a post-implant dilatation was performed with no improvement of the aortic regurgitation. Consequently, a non-medtronic valve was advanced and appeared to interact with the outflow of the valve and was ultimately deployed above the valve frame. It was reported that the conversion to surgery followed, and the valve was explanted. As stated in the IFU, potential risks associated with the implantation of the evolut fx+ bioprosthesis may include, but are not limited to, the following: prosthetic valve migration/embolization; emergent surgical or transcatheter intervention (for example, coronary artery bypass, heart valve replacement, valve explant, percutaneous coronary intervention [pci], balloon valvuloplasty). Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that pre-implant dilation was performed using a 22 mm non-compliant non-medtronic balloon. The patient had mild calcification that contributed to the dislodgment. The deployment starting point was at the middle-bottom of the pigtail catheter. Prior to valve dislodgement, the deployment started at 3 mm on the left coronary cusp (lcc). After valve dislodgement, the valve dislodged deep into the left ventricle and was sitting at an estimated 2-2.5 centimeters (cm) inside the left ventricle. A medtronic guidewire was used during the procedure. A medtronic surgical aortic valve was successfully implanted. The patient was reported to have survived surgery and remained stable in the intensive care unit (ICU).

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {{0195-heart valves}; implant date {n/a}; explant date {n/a}; select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure, in a patient with a mildly calcified annulus and near horizontal aorta, the valve was deployed uneventfully, and when given contrast after final deployment, the patient became unstable with hypotension after the valve was found to have dislodged approximately 2 centimeters (cm) into the left ventricle, resulting in severe paravalvular leak (pvl) as assessed by contrast injection. An attempt was made to reposition the valve using a snare, but only one paddle could be secured, and the asymmetrical pull prevented attachment to the second paddle, resulting in a failed repositioning attempt. The valve subsequently dislodged further into the left ventricle, and renewed contrast injection confirmed worsening pvl. The implant team attempted to advance a non-medtronic valve through the valve frame, but despite maximum flex and forward push, the non-medtronic valve could not be advanced deeper and was ultimately deployed above the valve frame, which did not resolve the pvl as confirmed by contrast and transesophageal echocardiography. The patient¿s circulatory instability worsened, necessitating intubation and conversion to open heart surgery. The valve was subsequently explanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.